Event description:
New information received notes programming changes were made. The device was being monitored. The patient was stable before, during and after the changes.

Event description:
It was reported that post paced t wave oversensing was observed on the implantable cardioverter defibrillator (ICD). There were no patient consequences.